Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please also see MFR report numbers 2032227-2010-00136 and 3004209178-2011-80110.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. The customer stated that she had a sinus infection at the time, which may have contributed to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer declined to conduct the high pressure test. Nothing further was reported.